Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer reported that the patient coughed then the freedom driver immediately alarmed. There was no patient impact. The patient was subsequently switched to the backup freedom driver without adverse impact. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.